Manufacturer narrative:
Initial.

Event description:
It was reported that a pump user experienced frequent low blood glucose after meals, with the pump gradually lowering glucose following dinner, and reported a glucose of 71 mg/dl that improved to 83 mg/dl after oral carbohydrate treatment; the user had recently started pump therapy and did not allow four hours between meals during the initial adaptation period, and a factory reset was advised due to suspected pump maladaptation. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration; there was no hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information on the device problem and component to establish a specific device-related fault. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.